Event description:
This supplemental report is being filed to update evaluation coding.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited pace impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss). There was noise observed on the presenting electrogram (egm) but it was not being oversensed by the device. Boston scientific technical services (ts) discussed troubleshooting options. The device remains in service. No adverse patient effects were reported.